Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m w/drive pcb. In addition, we confirmed that the air nozzle clogged, the water nozzle clogged, the bending rubber leak, the bending rubber cut, and the remote control button cut ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.